Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, however subsequent testing could not verify the complaint. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. However, the chair had some cosmetic issues (abrasions, torn upholstery) and the chair's elevating seat would not operate.

Event description:
End user contacted (B)(6) to report that the chair caught fire. Device started smoking under the seat and began to fill the entire house with smoke. End user disengaged the tires and push the chair outside into the rain. End user has requested the chair be returned and credited back to medicare. End user made statement to (B)(6) that it is so hard to get parts from invacare that if he didn't do so much work on the chair himself that he would never get anything done.